Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 28sep18. The manufacturer's field service engineer(fse) performed troubleshooting; however, the error could not be duplicated. The patient circuit had been discarded and no errors were found in the device logs. The fse completed preventative maintenance on the device as well as tidal volume and air delivery tests. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator was not giving breaths then gave a 1000 ml breath and stopped. The device was in use at the time of the event; however, the patient was not harmed. The patient was switched to another ventilator. No event date specified; estimate used.